Event description:
Healthcare professional reported via nbir right side "wrinkling/rippling". The device was explanted and replaced.

Manufacturer narrative:
The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "wrinkling/rippling".